Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by pyrexia. The cause of the event was not reported. It was reported that the patient "visited the hospital for tests", but not reported if the patient was admitted for hospitalization. It was reported that the patient was treated for peritonitis with unspecified treatment. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.